Event description:
N/a.

Manufacturer narrative:
Getinge fse checked the unit and found no charging indication on iabp. The fse found a problem with the power supply unit, no charging voltage to battery. The power supply need to be replaced. The fse later informed that the customer is not willing to replace power supply unit. At this time the unit has not been returned to the customer in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit battery not charging. There was no harm to the patient.